Event description:
Customer reported an issue with touchscreen responsiveness on insulin pump, specifically that the pump screen was frozen and unresponsive. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to blood glucose levels. Customer attempted a pump reset with guidance from technical support, but it was unsuccessful, prompting technical support to provide a replacement pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. A replacement pump was sent that included updated software, and the customer was informed about the necessary steps for its setup and the process of returning the problematic pump to tandem within 10 days.